Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #7 l-cem; 5510f701; b6t2h; triathlon prim cem fxd bplt #7; 5520b700; cc93a; triathlon symmetric x3 patella; 5550-g-391; l1m6; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
As reported: "all 4 triathlon components removed for infection. Patient received temporary cement spacer until infection clears."

Event description:
As reported: "all 4 triathlon components removed for infection. Patient received temporary cement spacer until infection clears."

Manufacturer narrative:
Expiration date corrected. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: indicate all devices were manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, operative reports, pathology reports including the strain of infection identified, as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this investigation will be reopened.